Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an arrhythmia, which was then accelerated, where the patient received numerous shocks for atrial fibrillation (af). The local area sales representative confirmed that therapy was likely exhausted as a result. A software update to enable discriminators was performed, as well as raising the ventricular tachycardia (vt) zone. To date, no adverse patient effects were reported as a result of this clinical observation.